Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient was unable to feel any stimulation therapy from the scs system. Upon system diagnostics multiple lead contacts were invalid. The lead was successfully replaced without complications and stimulation therapy restored.